Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Upon receipt at our post market quality assurance laboratory, an evaluation of this device was performed. The device passed all tests performed and exhibited normal device characteristics. (B)(4).

Event description:
It was reported that the patient with this defibrillator had an infection with sepsis. The patient was treated with intravenous antibiotics. A revision was performed and the device was explanted. No additional adverse patient effects were reported.